Event description:
A medtronic rep reported that while in an ent surgery, the system froze and displayed "localizer is not connected" error message. The system then unfroze and the surgeon was able to continue the surgery using the stealthstation with no impact to the pt.

Manufacturer narrative:
Pt info was not available at time of this report. The device has not been returned to the MFR.